Manufacturer narrative:
This report is related to MDR number: 3011632150-2020-00032. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion/restenosis are listed in the bionomics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This report is related to MDR number: 3011632150-2020-00032. The patient was treated as part of the (B)(6) study on (B)(6) 2017. An index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the superficial femoral artery (sfa) to middle third of the sfa of the right leg (this relates to MDR 3011632150-2020-00031) and also a restenotic occlusion of the segment from proximal popliteal to distal popliteal artery (this relates to MDR 3011632150-2020-00032). On (B)(6) 2018 an event of occlusion was reported. At that time it was not serious with no intervention on the occlusion as reported. On (B)(6) 2020 veryan were notified of an update to the non-serious adverse event for this subject and the details included an intervention which took place on (B)(6) 2019. The intervention included a target lesion revascularisation consisting of bare-metal stent (non-biomimics stent) and drug coated balloon/drug eluting balloon. The segment intervened on was distal third sfa to promimal third popliteal. The outcome of the event is that it is resolved and the patient has recovered. The biomimics device remains implanted.